Event description:
It was reported that the customer's sensor had calibration issues. The customer's blood glucose level was 196 mg/dl. Standard troubleshooting was performed. It was discovered that the sensor's cannula was bent. The product was returned. Nothing further was reported.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and found sensor cannula broken. The broken parts are missing.